Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a MRI tech regarding an implantable neurostimulator (ins). The reason for call was caller reported patient is unable to connect the device to put it into MRI mode. Patient stated she is not using the stimulator, migrated and stimulation is under the ribcage. No fall, patient indicated it started about 3 weeks ago. Reset the communicator and close all apps on the handset. Continues to not be able to connect to the ins. Caller was able to connect to the recharger app and the implant was in the red charged zone. Suggest caller charge ins up to 40% for MRI mode. Reviewing charging level.